Event description:
Patient underwent exploratory laparotomy including resection of a cystic segment of ileum which was immediately complicated by large volume of bright red blood per rectum in the post anesthesia care unit with subsequent take back for revision of the anastomosis and hematoma evacuation. Bleeding at staple line of gia 80 mm open endoscopic stapler by covidien.